Manufacturer narrative:
Updated data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the vascular damage was caused by a non-medtronic (perclose) device.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, access site vessel damage was obser ved. Hemostasis using the non-medtronic (perclose) closure device could not be achieved. Subsequently, surgical treatment was performed. Per the physician, the access site damage was caused by too much tightening when hemostasis was attempted using the non-medtronic (perclose) closure device. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the access vessel damage. The access vessel damage was first observed after an attempt was made to stop the bleeding with the non-medtronic (perclose) device, and the dcs was not inside the patient at the time the access vessel damage occurred. The right leg was used as the access vessel and the damage occurred on the same leg. The minimum diameter of the access vessel was 7.0 millimeter¿s (mm). It was noted that the patient had tortuous anatomy at the external iliac artery, but patient anatomy did not contribute to the vessel damage. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.